Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken device and crease flat. A microscopic analysis was performed which identify broken striated in the radius side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated broken in the radius side assessed as surgical damage.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted.